Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted.

Manufacturer narrative:
The recipient was reportedly reimplanted with another advanced bionics cochlear device. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. In addition, broken antenna coil wires were also revealed. The photographic imaging inspection confirmed broken antenna coil wires. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical test performed. This device had broken antenna coil wires. A corrective action was implemented. This is the final report.